Event description:
It was reported that the insulin pump alarmed motor error during rewind. It was stated that the device was exposed to high magnetic field. Troubleshooting was performed. Ran a displacement test and the insulin pump failed the test. It was also reported that the insulin pump alarmed no delivery during prime. It was stated that the customer changed the infusion set and reservoir. Performed a self test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.